Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a high blood glucose of 540 mg/dl. She treated herself with 5 units of insulin. The customer was assisted with removing the reservoir and rewinding the insulin pump. Troubleshooting found the drive support cap was normal and insulin was able to exit from tubing. The customer's basal rates was also correct on the insulin pump. The customer was advised to change their entire infusion set, reservoir, and insulin. She also reported the cannula was not occluded. No additional information provided.